Event description:
During the transfemoral tavr procedure, a ¿small aortic rupture / crack in the mitral annular calcification¿ was observed following the deployment of a 29mm sapien xt valve. After a balloon aortic valvuloplasty, a 29mm sapien xt valve was deployed with the appropriate 31ml volume, with a final intended 60:40 aortic/ventricular position, resulting in 3+ paravalvular leak (pvl). Post dilation was performed with an additional 2ml added, for a total volume of 33ml. Following post dilation, a small aortic rupture / crack in the mitral annular calcification was noted on transesophageal echocardiogram (tee). Flow into the left atrium, in addition to mitral regurgitation, was noted. No actions were taken since the patient was hemodynamically stable. The patient was transported to ICU in stable condition for close observation. Later in the day, the patient was returned to surgery to repair the left atrium. The repair was performed using circulatory arrest, rather than cpb, due to the patient¿s porcelain aorta. The procedure went well and the patient was returned to ICU. The patient expired from right ventricle (rv) failure / cardiogenic shock for unclear reasons 1 day post tavr. The patient¿s native annulus area measured 555mm2 by CT. Severe native valve / leaflet calcification and severe aortic root calcification were noted. Severe mitral annular calcification (mac) and valve oversizing were noted as the perceived cause of the annular disruption.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to the procedure itself, patient factors (severe native valve and aortic root calcification, porcelain aorta and severe mac) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.